Event description:
It was reported that during an unspecified therapeutic procedure the rigid video scope had a green image as soon as the light was reflected on a shiny surface and there was an error message. The procedure was completed with a replacement device. There was no reported patient harm.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
Additional information: d8, d9, e1, h2-4. This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following malfunction was identified during the device evaluation: broken video cable. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the video cable is broken and therefore the image is green three attempts were performed to obtain additional information, but no response was received from the customer. Olympus will continue to monitor field performance for this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during an unspecified therapeutic procedure the rigid video scope had a green image as soon as the light was reflected on a shiny surface and there was an error message. The procedure was completed with a replacement device. There was no reported patient harm.